Event description:
The customer reported, an occlusion occurred and clogged the tip. A corneal burn was reported to have been caused by the occlusion. The customer noted, the sys was used 17 times after the corneal burn without incident. The handpiece was quarantined, and not used after the corneal burn occurred. No tips were saved for eval. The completed questionnaire from the customer noted the occlusion bell did not sound.

Manufacturer narrative:
The customer service rep called the customer to review the incident. The customer continued to use the sys with no further incidents. The customer agreed the sys did not need to be examined by the customer service rep. The handpiece was sent for in-house eval. Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the facility health devices, hazard update: scleral and corneal burns during phacoemulsification, nov. 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 12/19/2007.